Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure, a balloon rupture occurred. While performing a pci in the 10% stenosed, calcified and moderately tortuous target lesion located in the proximal right coronary artery, a balloon rupture occurred. Pre dilation was performed with an 1.3 mm non bsc balloon and an unk ivus catheter but could not cross the lesion. The lesion was dilated with the 2.5x15mm maverick monorail balloon and upon the 1st inflation ruptured at 10 atm's. The procedure was completed with an unk device. No pt injuries or complications occurred and the pt condition was listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.